Manufacturer narrative:
A ge oec service representative investigated the issue and performed a single board computer upgrade with new hard drive and software and associated components, including the generator interface pcb for proper compatibility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had cold boot issues, where it would take several power cycles in the morning to have the system complete the boot sequence. Communication failures also noted.